Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: complaint (B)(4).

Event description:
Engineering analysis concluded that this event has the potential to result in image misinterpretation due to an artifact from a degraded compensator within the collimator. Therefore, this issue has been determined to be a reportable event.

Manufacturer narrative:
The customer reported recognized low density annular artifacts on image data. The philips field service engineer (fse) evaluated the system and determined the ring artifacts were due to a crack in the compensator of the a-plane collimator. The fse replaced the compensator and performed calibrations to resolve the issue. The fse reported there was no harm to a patient as the result of this reported issue. The system is in clinical use. This issue has been determined to not be reportable.